Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump load cartridge step was priming the infusion set tubing. The reporter indicated that the pump did not emit a no cartridge detected alarm related to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was no evidence of loss of cartridge detection found in the pump black box. A force sensor calibration test was performed and the pump was found to be detecting force within specifications. The pump was opened and no physical damage was observed to the force sensor assembly or circuit.